Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was on vacation and this morning the insulin pump had a blacked out screen that looked like it had a half and half screen. Customer stated that she woke up this morning and had a partial black screen. Customer stated that she would call back.